Manufacturer narrative:
(B)(4). The pump will not be sent back to baxter. The pump has been sent to a third party, company unknown, for an evaluation. The customer will submit the evaluation results and event history log. A follow-up report will be submitted when the evaluation results or additional information becomes available.

Event description:
Global field surveillance received notification via a phone call on (B)(6) 2009, regarding a patient infusion on a colleague infusion pump. The facility reported that a male patient was being infused on all three channels with an unknown drug in the ICU (intensive care unit). The infusion was said to have been going fine for about an hour until there was an alarm on all three channels. The pump displayed failure code 16:336:936:0000 and then infusion stopped. The pump was found to be running battery power only. There was no patient injury as a result. The pump was swapped out and infusion was continued without incident. The software version for this device is currently unknown. No additional information is available.